Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation had occurred while wearing the pod. Symptoms began 1 day into usage. Patient visited physician and was prescribed steroid cream.